Event description:
According to the reporter: the customer reports that the anvil didn't tilt. The surgeon managed to remove the instrument with difficulty. He had to re-open the patient to make sure the stapling was correct.

Manufacturer narrative:
(B)(4).